Event description:
It was reported that during a stereotactic procedure, while the pt was seated and under compression, the pt accidentally activated the c-arm down foot switch. The c-arm was in a 90 degree angle. The carbon fiber breast tray on the c-arm allegedly came into contact with the pt's thigh before power could be turned off. The pt reportedly received markings to the skin due to the carbon fiber breast tray.